Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a blood glucose value of 225 mg/dl. The customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose was¿ 115 mg/dl, and the blood glucose value was 180 mg/dl which was outside of the acceptable range. The sensor glucose and blood glucose difference is 65 mg/dl. The event involved product(s) mmt-332a, mmt-1884, mmt-7040a, mmt-396a.troubleshooting was performed for the high blood glucose and the customer has been using the insulin pump system within 48hours of the reported high blood glucose event. Troubleshooting was performed for the sensor glucose vs blood glucose and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range.no further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. Mmt-7040a was requested and the customer response was the device will be returned. No product return is required for mmt-396a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.